Event description:
It was reported that pca asv microbore cv tubing separated. The following information was provided by the initial reporter: material #: 30873 batch/ lot #: unknown. It was reported that the tubing separated at the white port. Verbatim: the report states that when disconnecting pca tubing, the tubing has come apart at site of white port. A sample was returned for review and we are hoping to have it reviewed.

Manufacturer narrative:
H6: investigation summary: customer reported the tubing fell apart and returned the affected sample. The sample was clearly separated just above the check valve and the complaint is verified. The tubing and luer about the check valve that was separated was not returned. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pca asv microbore cv tubing separated. The following information was provided by the initial reporter: material #: 30873. Batch/ lot #: unknown. It was reported that the tubing separated at the white port. Verbatim: the report states that when disconnecting pca tubing, the tubing has come apart at site of white port. A sample was returned for review and we are hoping to have it reviewed.